Event description:
A report was received stating a ventilator generated an error code which subsequently caused the safety valve to open. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient harm reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien technical service engineer (tse) assisted the user facility with troubleshooting the device via phone. The tse suggested replacing the proportional solenoid valve (psol) to resolve the reported issue. The user facility agreed to replace the psol. No additional reports have been received.